Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a supply bag falling and disconnecting. This report is potentially related to the patient not placing the bag in an appropriate location. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a bag that fell and became disconnected which occurred on the homechoice (hc) during use, during dwell 3 of 5. No system error alarm occurred. The baxter technical service representative (tsr) had the caregiver (cg) cycle power to the hc off and then on to end therapy early. The cg was then starting the home patient(hp) over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the cg on (B)(6) 2010 regarding the disconnection of the bag. The cg stated they use a three tiered cart for therapy. The cg stated she has bags on the second and third shelf of the cart. The cg did not have an explanation besides use error that the bag fell off the cart and disconnected. The cg stated the hp resumed therapy and was currently using the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.